Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device would not power up on ac power. No report of patient involvement.